Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part: #388.656 - synthes lot # 6509433 release to warehouse date: (B)(6) 2010, expiration date: na supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: (B)(6) reported that while the surgeon was hammering with the awl instrument inside the pedicle disc at an unknown disc level, the distal tip broke off from the awl and set into the pedicle. The fragment was retrieved with vice grips. No fragments were left in the bone. Also, during screw insertion and manipulation inside the spine pedicle, the screwdriver holding sleeve failed and the distal end tip stripped. Fragments of metal shavings came off the holding sleeve and were retrieved. It was reported that the patient had hard bone. Surgeon did not experience any other delays during surgery. Another matrix set was available in the operating room. Surgery was completed successfully with no harm to the patient and no additional time added. Patient was reported in stable condition. This report is for 3 devices. Concomitant devices: hammer, part # unknown, lot # unknown, quantity 1. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint history for the returned device family (03.632.001/036/123/124 and sd03.632.123) was reviewed from 1/2010 (system launch) through 10/2016, part 2: holding sleeve ¿ standard (03.632.001 lot 6752231). The returned matrix holding sleeve (03.632.001) was examined and the complaint condition was able to be confirmed as the device was found to have a broken distal threaded tip with a fragment missing (approximately 6.5mm x 3mm x 1.2mm ¿ calipers ca94p). Relevant drawings for the returned matrix holding sleeve (03.632.001) were reviewed (both current revision and from the time of manufacture) the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.